Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the mildly calcified anatomy such that the ratchet was unable to properly/fully deploy the stent resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with mild calcification and no tortuosity. The vessel diameter was 5mm and was prepared with a 6mm balloon. Atherectomy was not used. The 5.5x120mm supera self-expanding stent was deployed and upon deploying the last centimeter, the advancer knob was pulled back and locked the system by closing the red tag. There were no problems with the deployment mechanism. The delivery system was removed under fluoroscopy, however, once the delivery system was out of the patient, the stent came out of the anatomy attached to the delivery system. Another same size supera stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.